Manufacturer narrative:
The insulin pump had cracked and bleeding display glass. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported a crack on his insulin pump's screen. The customer's blood glucose was 180 mg/dl. The customer stated the damage had occurred because he was in a vehicular accident. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.